Event description:
The customer reported low suction and reported being on i.v. Medication due to the pump in style breast pump.

Manufacturer narrative:
In follow up with the customer on (B)(6) 2013, the customer stated that she was diagnosed with mastitis by her physician dr. On (B)(6) 2013, the medela clinician spoke with the customer who reported she was being treated for mastitis, requiring i.v. Antibiotics and injectable analgesics due to allergies to medications more commonly used to treat this condition. She stated she received new tubing, breast shields and other parts and her pumps performance improved. She is currently quite well. She further stated that she has oversupply issue and has stored a large quantity of milk for future use, so she will soon discontinue pumping. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event at this time.